Event description:
Twenty-one gauge needle removed from packaging. Three cc syringe removed from packaging. Needle placed onto syringe. Single use vial of clear colored medication withdrawn from vial. Fluid withdrawn noted immediately to have a tinged color. Fluid in syringe taken to laboratory for examination. Fluid noted to contain red blood cells. Remaining fluid in vial examined not to contain rbcs. All packaging appears intact as it is supposed to be from the manufacturer. Vial and packaging for all in custody for examination. All becton dickinson syringes pulled from inventory and being held in material management.